Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 5 months post implant of this 19 mm aortic bioprosthetic valve, the valve was explanted and replaced with 25 mm valve of the same model.  The reason for the explant was not reported.  No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician reported that the patient had outgrown the 19mm valve which exhibited stenosis and insufficiency. If information is provided in the future, a supplemental report will be issued.